Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was removed in (B)(6) 2009. It was noted that in (B)(6) 2009, the patient¿s wound had not closed up and the implant site had pus.

Manufacturer narrative:
(B)(4).